Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio and vibrate anomaly. The customer reported that the pump was not alarming or vibrating while in suspend mode. The pump vibrated during self-test, however, the customer reported having this issue since (B)(6) 2019. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.